Manufacturer narrative:
This supplemental report is being filled to include device explant information. This device was subsequently explanted after being deactivated.

Event description:
This supplemental report is being filled to include device explant information. This device was subsequently explanted after being deactivated. No additional adverse events were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient had received an inappropriate shock due to oversensing of noisy signals. The patient was brought into the clinic for system evaluation and there was noisy signals reproducible in secondary and alternate sensing vectors. Technical services suggested imaging to determine system placement. At this time the physician had elected to deactivate the system and has admitted the patient. No additional adverse events were reported.